Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the lighting system. The technician found the unit to be operating properly and returned the unit to service. The reported event could not be duplicated. The lighting system was installed in (B)(6) 2017 and is not under steris service agreement for maintenance activities. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure the illumination of one of the lightheads on their harmony led surgical lighting system was flickering. No injury or procedure delay.